Manufacturer narrative:
Failure analysis revealed the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the up arrow button was not responding properly. Customer reported that the up arrow button was slow to respond and only responded intermittently. Customer did not recall any significant events leading up to this issue. Blood glucose level was 74 mg/dl at the time of the call. No further information was provided.